Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead perforated the heart, confirmed under thoracotomy. The lead was removed and replaced, and the perforation location was closed with a suture. The patient was stable throughout the procedure.